Event description:
It was reported that during the procedure in a saphenous vein graft (svg) to the proximal circumflex artery (cx), a 4.5x16 non-abbott stent was deployed in the proximal segment of the svg. Post dilatation was performed using a 5.0x12 nc trek balloon. After deployment of the non-abbott stent, the physician noted a native lesion in the circumflex artery; therefore, a 2.5x15 rx trek dilatation catheter was advanced through the non-abbott stent and pre-dilatation was performed successfully. The 2.5x15 rx trek dilatation catheter was removed without resistance. A 2.5x18 xience v stent delivery system (sds) was advanced but became caught on the proximal edge of the non-abbott stent. The physician pulled back on the xience v sds and the stent dislodged inside the non-abbott. The sds was removed from the vessel and a 1.5x12 rx trek dilatation catheter was advanced in an unsuccessful attempt to retrieve the stent from inside the non-abbott stent. The 1.5x12 trek dilatation catheter was removed without resistance and a 2.5x12 rx trek dilatation catheter was advanced to the dislodged stent; however, the stent could not be retrieved. While pulling back the 2.5x12 rx trek catheter into a 6f non-abbott guide catheter, the guide catheter collapsed. The balloon dislodged from the 2.5x12 rx trek catheter inside the guide catheter. The guide catheter was removed from the anatomy with the dilatation catheter/balloon inside. A new 2.0x12 trek dilatation catheter was advanced to the xience v stent inside the non-abbott stent and the balloon was inflated to successfully crush the xience v stent to the wall of the non-abbott stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Post dilatation of the non-abbott stent was performed successfully using a 5.0x12 rx trek balloon. The physician felt that the pre-dilatation that had been initially performed in the proximal circumflex artery was sufficient and no further treatment was provided for this lesion. Although there was a significant clinical delay in the procedure (approximately 25 minutes), there was no adverse patient sequela. Patient is reported as doing fine. No additional information was provided. Guide cath: 6f medtronic. Stent: veraflex (boston scientific). The 2.5 x 12 mm rx trek is being filed under a separate medwatch MFR number. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. All stent delivery systems (sds) are inspected for profile dimensions, proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. It appears that the sds interacted with the previously implanted stent and contributed to the failure to cross and subsequently led to the difficult to remove and stent dislodgement during removal. The failure to cross, difficulty to remove, stent dislodgement and treatment appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).